Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the product preparation step, cracks were discovered on the plastic hub of a 6f 100 cm judkins right 4 (jr4) vista brite tip guiding catheter. The user attempted to prepare the product by injecting saline into the device, but saline leaked from the cracked part, so it could not be used. There was no reported patient injury. The device was being used during a percutaneous coronary intervention procedure using a retrograde approach, and the physician was being trained on its use. There were no anomalies noted when the product was removed from the package. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU) and there was no difficulty experienced in prepping the device. The device will be returned for evaluation.

Manufacturer narrative:
As reported, during the product preparation step, cracks were discovered on the plastic hub of a 6f 100 cm judkins right 4 (jr4) vista brite tip guiding catheter. The user attempted to prepare the product by injecting saline into the device, but saline leaked from the cracked part, so it could not be used. There was no reported patient injury. The device was being used during a percutaneous coronary intervention procedure using a retrograde approach, and the physician was being trained on its use. There were no anomalies noted when the product was removed from the package. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU) and there was no difficulty experienced in prepping the device. The device was sent for evaluation; however, the device was not received. According to the shipper, the product box was empty. Without the return of the device or images for review, the reported ¿luer hub-cracked¿ could not be confirmed. Storage and/or handling factors such as over tightening may be a contributing factor. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Event description:
The device was sent for evaluation; however, the device was not received. According to the shipper, the product box was empty.

Manufacturer narrative:
Updated UDI number provided. As reported, during the product preparation step, cracks were discovered on the plastic hub of a 6f 100 cm judkins right 4 (jr4) vista brite tip guiding catheter. The user attempted to prepare the product by injecting saline into the device, but saline leaked from the cracked part, so it could not be used. There was no reported patient injury. The device was being used during a percutaneous coronary intervention procedure using a retrograde approach, and the physician was being trained on its use. There were no anomalies noted when the product was removed from the package. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU) and there was no difficulty experienced in prepping the device. A non-sterile ¿6f .070 jr 4 100cm¿ catheter was received inside of a clear plastic bag. The received unit was removed from the packaging to proceed with the product evaluation. The device was inspected observing that multiple kink/compression conditions were observed on the returned unit 10, 46, and 83 cm apart from the proximal end. A cracked condition was observed on the hub during functional analysis that promoted the reported leakage. Microscopic analysis was performed to evaluate the cracked condition. Plastic deformation, fatigue striation patterns and crack lines were observed on the separation walls. The mentioned characteristics are normally attribute to excessive tensile strength applied to a material. The complaint reported by the customer as ¿luer hub ¿ cracked¿ was confirmed due to the conditions observed on the device. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was received for evaluation.